Event description:
Scalp ph of blood of fetuses can be used to decide if a cesarean section is indicated. When attempting to make blood scalp measurements for determining ph on fetuses while mother is in labor, up to 50% of samples are aborted because the blood sample is either contaminated with vaseline or silicone or because the blood sample is partly coagulated. When the measurement aborts the next sample cannot be taken immediately because of the low amount of blood available. This may cause a decision on a cesarean section to be delayed or possibly taken without the knowledge of scalp ph.